Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/21/2023 h6 component code: g07002 no device problem found additional information: d4, d9, g1, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received, nine unopened samples and one empty winding former that pertain to product code z684h, lot shmelb. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of strand and no anomalies or damage were observed during the evaluation. The functional test was performed and the tensile strength did not meet the minimum requirements. Based on the information currently available, a damaged suture defect was identified during the investigation of the samples received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received, five unopened samples that pertain to product code z684h, lot shmelb. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01891, 2210968-2023-01892, 2210968-2023-01893, 2210968-2023-01894, 2210968-2023-01895, 2210968-2023-01896, 2210968-2023-01897, 2210968-2023-01898, 2210968-2023-01899, 2210968-2023-01900, 2210968-2023-01885, 2210968-2023-01886, 2210968-2023-01887, 2210968-2023-01888, 2210968-2023-01889

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? The event description captures the issue only in one product however, the quantity of products involved was 10 units. Please confirm what is the total number of products involved in this event? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the lot number: complaint was logged for x10 units/eaches, but another x5 sutures found - all batch related. Total for this product complaint logged x15 units/eaches. Events reported via: 2210968-2023-01891, 2210968-2023-01892, 2210968-2023-01893, 2210968-2023-01894, 2210968-2023-01895, 2210968-2023-01896, 2210968-2023-01898, 2210968-2023-01899, 2210968-2023-01900, 2210968-2023-01885, 2210968-2023-01886, 2210968-2023-01887, 2210968-2023-01888 and 2210968-2023-01889.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture itself actually breaks. No adverse patient consequences were reported. Additional information was requested.